Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior and after the day of the treatment. Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps. The user performed gas change and performed necessary test without any issues. All 20 treatments on that day were finished successfully without problems. No technical root cause was identified as the system was operating within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with a corneal ulcer of the right eye four days post prk enhancement. The patient was placed on antibiotic drops, antiviral drops and an oral antiviral. Additional information received, in follow up with the corneal specialist the patient is responding to the current treatment regimen. The epithelium was noted to be intact with some endothelial plaque and an anterior chamber hypopyon.